Manufacturer narrative:
Device investigation: results: the coil is detached from the pusher assembly however; the pet-lock is still intact indicating the coil was not detached properly. The proximal constraint ball is still inside the distal detachment tip (ddt) and the coil stretch resistant (sr) wire is broken. The orange coil sheath returned on the pusher and it was noted that the sheath was loaded incorrectly with the black heat shrink tubing, which should be at the proximal end of the pusher assembly, at the distal end. Conclusions: the complaint has been evaluated. The complaint indicates that access to the right gastric artery was lost. When the operator attempted to re-sheath the coil into the coil sheath, the coil would not retract and eventually, the coil detached. Evaluation of the returned device confirmed the unintentional detachment of the coil. In addition, it was noted that the orange coil sheath was returned on the pusher assembly and was loaded incorrectly. It appears that the difficulty experienced by the user when attempting to re-sheath the coil was due to incorrect loading of the coil sheath. The pet heat shrink section of the coil sheath is designed to have a slightly smaller lumen in order for it to interact at the proximal end of the pusher assembly to stay in place. If the proximal end of the pusher assembly is loaded into the end of the coil sheath with the black pet-heat shrink tubing, the smaller inner diameter in this region may catch on the larger diameter coil and, with excess force placed on the coil when trying to pull it through the sheath, the coil will break and detach. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The patient was undergoing an embolization procedure in the right gastric artery using ruby coils. During the procedure, the physician lost access to the artery and attempted to resheath the coil. While placing the coil in the introducer sheath, the physician experienced a strong resistance where part of the coil was in the sheath and part was outside the sheath when the coil unintentionally detached. It was noted in the report that the patient had tortuous anatomy. The procedure was completed successfully by using another ruby coil. There was no report of an adverse effect on the patient.